Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed multiple records of power on reset. The returned battery cap was undamaged and fit securely to the pump for testing. On investigation, the pump powered on normally and ez-prime steps were successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the complaint. There was not damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.